Event description:
It was reported that during a follow-up in the clinic, implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise oversensing. Programming changes were made to turn off right ventricle sensing and pacing. The patient's condition remained stable.